Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, poor aspiration occurred during ultrasound and no aspiration occurred when performing irrigation/aspiration. The cassette and ia tip were exchanged to proceed with surgery. There was no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed for the consumable product, this is the fourth complaint for the finish goods lot; however, the second for this issue for this lot. The device history record shows the product was released per specifications. The wet returned sample was visually inspected and no obvious defects were observed. A calibrated console was used to sample and the fluid management system (fms) cassette primed and tuned with the ultrasonic handpiece successfully and could achieve maximum vacuum. No system message was generated, no fluid or air leaks, and no cracks were observed on the connectors that would have contributed to the reported event. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution bottle to the irrigation and aspiration manifolds and continuously to the cassette housing. No occlusion or obstruction was observed during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned fms cassette was evaluated and met specifications. The manufacturer internal reference number is: (B)(4).